Manufacturer narrative:
G4: 25mar2020. B4: 26mar2020. After further investigation, touch screen was not jumping value, and touch screen was working. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. Therefore, based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25mar2020 b4:(B)(6)2020. After further investigation, touch screen was not jumping value, and touch screen was working. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. Therefore, based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/07/2020.

Event description:
The customer reported nav ring failure. The touchscreen was working, but the jumping value was accepted and therapy was changed without pressing the button. In addition, the setting change screen was not entered when failure occurred. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported nav ring failure. The fse replaced the bezel to address the reported problem. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.